Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test multiple times and after 5 battery changes. The customer's blood glucose reading was 292 mg/dl and had been running high at the time of incident. However, the customer indicated that she took off her insulin pump on sunday (B)(6) 2016 and the date of her phone call was (B)(6) 2016. Troubleshooting found that the battery contacts are damaged and corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction until a replacement battery cap arrives.